Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a safety clamp out of specification. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and power on self-test were performed. During investigation, the safety clamp was found to be out of specification by natural wear and tear. To correct the condition, the safety clamp underwent calibration. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.